Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, seroma, capsular contracture baker grade 4, granuloma. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast implant surgery with mentor medical devices ( gel siltex mod-rnd 450 cc, date of implant 2006) has experienced left side baker grade ii-iii capsular contracture, right side baker grade IV capsular contracture, bilateral breast implant rupture, development of bilateral late onset seroma, and right side granuloma. As a result, an explantation took place on (B)(6) 2019. The patient reported swelling and pain of the right breast with a long history of intermittent pain in both breasts and silicone present within axillary lymph nodes. An MRI was performed to assess the presence of fluid around the implants, possibility of rupture, and extracapsular silicone in the lymph nodes. The MRI findings exhibited right breast silicone implant with intracapsular rupture, large peri-implant effusion, and capsular and pericapsular enhancement. The left side showed an apparent intracapsular rupture of the left silicone implant with small peri-implant effusion and a less pronounced capsular enhancement. Right axillary adenopathy with enlarged nodes were found to be compatible with nodes containing silicone. The findings, specifically for the right side were a clinical concern for the doctor who suspected a possibility of bia-alcl. Therefore, a work up of the peri-implant effusion for cd30 immune staining and anaplastic lymphoma kinase markers were completed. The cytology report results of the seroma fluid were not provided, however the patient did provide additional information which stated the testing for bia-alcl came back negative. Should additional information become available, this case will be re-assessed and right side.

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the device, the implant was foun to be ruptured. Siltex cracking was observed on the edges of the tear. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 271130 lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).